Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with the insulin pump. The customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had scratches that created haziness across the screen which was worse on the right side, making it hard to see the screen. Also, the customer reported that the screen was dimmed, had to change batteries in 7 days or less, the insulin pump had rejected new batteries, and the motor was louder. The customer had to press the buttons harder to get them to respond. The device will not be returned for analysis.